Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that he had spinal pain where the leads are and where the stimulator was on his waistline since implant and it was getting worse. The patient stated he had never had his device checked and wanted a manufacturer representative to check it. The patient didn¿t know if the stimulator was still on or working because his programmer didn¿t connect anymore. The patient mentioned he might just need the device replaced or revised because of the issues he was experiencing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for postlaminectomy pain. It was reported that, since implant, the patient had been having problems with the placement of the ins itself. The patient stated they never got the issue addressed by a medical professional, but now they would like to due to the problems it had caused them; the patient did not clarify what the problems were. The patient was directed to follow-up with a healthcare professional and physician listings were sent to the patient. No further complications were reported.